Event description:
It was reported that there were communication issues. The patient couldn't communicate with either the patient programmer or the insr (implantable neurostimulator recharger). After palpating ins (implantable neurostimulator) pocket to assess depth and position of the ins, it was stated that the patient could feel a bump. She has insr antenna over underwear. Poor communication screen was seen on the patient programmer after attempting to interrogate. No stimulation sensation was also reported. She last felt stimulation three days prior to the report. Three days later it was reported that one day prior to the report the patient had a sharp stabbing pain where the leads were. The patient felt stimulation but was unable to turn it off. Acute pain was reported as a symptom. Al (antenna locate) feature was completed 3 times with results into the 70s. It was stated that "every time we hit the green button it would go to relocated antenna - unable to get the connection." Patient programmer only showed ins battery low. It was stated the patient was told to wear the recharger to bed to charge the ins, but when she did, the antenna got hot and burned her skin. The patient didn't remember how to work the programmer and the recharger. She went to the doctor's office one day prior to the report because the battery would not charge. It was stated manufacturing representative was able to get the ins to start charging but when the patient got home, she couldn't get it to work. It was also reported that the patient had an overdischarged battery. The ins was jump-started it and the representative was in the middle of recharging on the day of the report. She was having a very difficult time remembering anything she was told . One day later, it was reported that there were coupling and/or communication issues. The insr did not appear to be functioning appropriately. A short 3 min pmr (physician mode recharge) was performed over the phone but this didn't result in any communication with the ins and insr. A replacement insr antenna would be obtained as it was stated that everything was working as it should. Half a year later it was reported that the patient did not have concerns with the device or therapy "so far." Appointment date was noted to be 2013-07-12, one month and two weeks prior to the report.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could not communicate with her implantable neurostimulator (ins) with her patient programmer and im plantable neurostimulator recharger (insr). It was noted that the patient continued to get a "reposition icon" when trying to sync the recharger with her ins. It was reported that the recharger was "charged up" during the process. It was reported that the recharger "went off" when trying to sync with the ins once. It was noted that the patient programmer was used to interrogate the ins after the insr failed, with no success due to poor communication. It was noted that the "poor communication" screen was shown on the patient programmer. It was reported that the patient did not feel stimulation since 3 days prior to the day of the report. It was noted that the patient's "tingling" feeling "went off". It was further reported that the patient could not get her ins "to work". It was noted that the patient was unable to turn off the s timulation. It was noted that the insr antenna "burned her side where the implant" was at during recharging. It was reported that the patient was instructed to sleep with the antenna on while recharging and "it burned her" because it "got hot". It was reported that the patient started having a sharp stabbing pain where the leads was a week prior to the report when the ins "evidently went off". It was noted that the patient had a reprogramming session the day prior to the report performed by a company representative and the morning of the call the patient "couldn't get anything" and the battery showed it was off. It was reported that the representative turned the "battery" on during the reprogramming session and did help charge the device. It was stated that the device "was not in overdischarge" at that time. It was noted that the recharger was unable to "read the battery" with the antenna attached. It was reported that the patient's battery was "slow". It was noted that the patient programmer showed the "internal battery in her implant was low" when the programmer interrogated the device. It was noted that during the interrogation with the patient programmer and the attempted recharging session by the patient, the antenna was directly on the patient's skin. It was reported that when the patient was recharging (with the desktop charger) with the help of a company representative, the screen "went over to the battery and cords by itself" 'like to plug it in". It was noted that the "bottom was flashing" and the "top was black" when the screen changed. It was reported that a "hard reset" was performed on the insr but "couldn't get it to go". It was reported that the patient had a communication problem. It was noted that the company representative attempted a short physician mode recharge for about 3 minutes and pressed the sync button, and the patient's recharger showed ¿reposition antenna¿ icon. A replacement antenna was sent to the patient. It was further reported that the patient was sent a new antenna cord because "maybe" the "round part wasn't working". It was noted that the patient received the new antenna the morning of the call and was used for recharging during the day of the report. It was further reported that the battery on the patient's recharger screen had "no shade" and was "flashing" which indicated that the internal battery was low when she attempted to recharge the device. It was noted that the patient met with the company representative and "got it started" and the device was charging but "all of a sudden, it went off" when the patient got home. It was reported that the patient had no coupling bars initially, but with the help of the company representative, was able to get full coupling bars and successfully recharge their device with the new antenna. It was noted that the patient's coupling bars would decrease as she moved. It was further reported that the patient did not have concerns with their device or therapy "so far". It was noted that the patient had an appointment on it was reported that the patient could not communicate with her implantable neurostimulator (ins) with her patient programmer and im plantable neurostimulator recharger (insr). It was noted that the patient continued to get a ¿reposition icon¿ when trying to sync the recharger with her ins. It was reported that the recharger was ¿charged up¿ during the process. It was reported that the recharger ¿went off¿ when trying to sync with the ins once. It was noted that the patient programmer was used to interrogate the ins after the insr failed, with no success due to poor communication. It was noted that the ¿poor communication¿ screen was shown on the patient programmer. It was reported that the patient did not feel stimulation since 3 days prior to the day of the report. It was noted that the patient¿s ¿tingling¿ feeling ¿went off¿. It was further reported that the patient could not get her ins ¿to work¿. It was noted that the patient was unable to turn off the s timulation. It was noted that the insr antenna ¿burned her side where the implant¿ was at during recharging. It was reported that the patient was instructed to sleep with the antenna on while recharging and ¿it burned her¿ because it ¿got hot¿. It was reported that the patient started having a sharp stabbing pain where the leads was a week prior to the report when the ins ¿evidently went off¿. It was noted that the patient had a reprogramming session the day prior to the report performed by a company representative and the morning of the call the patient ¿couldn¿t get anything¿ and the battery showed it was off. It was reported that the representative turned the ¿battery¿ on during the reprogramming session and did help charge the device. It was stated that the device ¿was not in overdischarge¿ at that time. It was noted that the recharger was unable to ¿read the battery¿ with the antenna attached. It was reported that the patient¿s battery was ¿slow¿. It was noted that the patient programmer showed the ¿internal battery in her implant was low¿ when the programmer interrogated the device. It was noted that during the interrogation with the patient programmer and the attempted recharging session by the patient, the antenna was directly on the patient¿s skin. It was reported that when the patient was recharging (with the desktop charger) with the help of a company representative, the screen ¿went over to the battery and cords by itself¿ ¿like to plug it in¿. It was noted that the ¿bottom was flashing¿ and the ¿top was black¿ when the screen changed. It was reported that a ¿hard reset¿ was performed on the insr but ¿couldn¿t get it to go¿. It was reported that the patient had a communication problem. It was noted that the company representative attempted a short physician mode recharge for about 3 minutes and pressed the sync button, and the patient¿s recharger showed ¿reposition antenna¿ icon. A replacement antenna was sent to the patient. It was further reported that the patient was sent a new antenna cord because ¿maybe¿ the ¿round part wasn¿t working¿. It was noted that the patient received the new antenna the morning of the call and was used for recharging during the day of the report. It was further reported that the battery on the patient¿s recharger screen had ¿no shade¿ and was ¿flashing¿ which indicated that the internal battery was low when she attempted to recharge the device. It was noted that the patient met with the company representative and ¿got it started¿ and the device was charging but ¿all of a sudden, it went off¿ when the patient got home. It was reported that the patient had no coupling bars initially, but with the help of the company representative, was able to get full coupling bars and successfully recharge their device with the new antenna. It was noted that the patient¿s coupling bars would decrease as she moved. It was further reported that the patient did not have concerns with their device or therapy ¿so far¿. It was noted that the patient had an appointment on (B)(6) 2013.